Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx biliary stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx biliary stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample was found with locked safety, loaded stent, and with unused deployment mechanism. During testing the outer catheter was found deformed at the distal end, and the inner catheter guidewire lumen was found kinked underneath so that a guidewire insertion was impossible. It was not known when and how this deformation was caused. Based on the investigation of the provided information, the investigation is closed as confirmed for kink of the inner catheter, and failure to insert the guidewire. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The information for use state: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath and stent delivery system) should be removed as a single unit.' The information for use further state: 'the e-luminexx biliary stent is only compatible with a 0.035 inch (0.89 mm) guidewire', and 'examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the stent system was allegedly unable to pass through the guidewire. The procedure was completed using another device. There was no patient contact.